Manufacturer narrative:
Inspection: the returned item matches information listed in the complaint file. Visual inspection reveals that the packaging label does not match the screw in the package. See images in the complaint file. Potential cause root cause was unable to be determined. This event could possibly be attributed to packaging at a distribution supplier. DHR review per DHR review, the part was likely conforming when it initially left zimmer biomet control. This error likely occurred at a distribution supplier. Device use and compatibility this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that while creating a new loaner set it was discovered that the label stated the product was a fixed 4.0x20mm screw, however, a variable 4.0x20mm screw was actually in the package. This was found while building the kit; there was no patient involvement.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that while creating a new loaner set it was discovered that the label stated the product was a fixed 4.0x20mm screw, however, a variable 4.0x20mm screw was actually in the package. This was found while building the kit; there was no patient involvement.